Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer was not on the pump at the time he received high blood glucose levels. Customer reports he missed a does of insulin. Customer was treated with electrolyte saline infusion while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.